Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during insulin bolus delivery. Customer does not recall any significant events leading to the alarm. Customer does use the sensor feature and is able to rewind the pump. Blood glucose value is 273 mg/dl. Customer stated she treated for high blood glucose; she stated that this is the second motor error alarm, the first one occurred six weeks ago. Nothing further reported.